Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is that the bending of the arm and shaft and the breakage of the electrode were caused by overload during use. However, a definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device¿s electrode was damaged, during a therapeutic transcervical resection (tcr) procedure. The procedure was completed. And there were no reports of delay. There were no reports of patient or user harm associated with this event.